Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies damaged coating as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a stroke on a left media artery, a second and third pass were necessary to catch the clot. During the preparation of the traxcess for the second pass, small strings were visible at the flexible tip of the wire. Prior to the third pass more strings were observed at the tip. It was reported that a metal introducer was used for advancing the traxcess into the hub of the microcatheter. The traxcess was exchanged to another traxcess wire and the examination was finished. No harm or injury was reported.

Manufacturer narrative:
The visual inspection of the returned device found unknown material along multiple sections of the device. Based on the investigation results, the following causes can be considered for this issue: - black foreign material/ white foreign material these foreign materials were thought to be natural cellulose fibers such as medical gauze. Therefore, when medical gauze or the like comes into contact with the actual sample, it is highly likely that the foreign materials adhered to the actual sample. - blue foreign material based on the condition of the actual sample and the results of the simulation test, it is possible that the actual sample was withdrawn while the surface of its shaft section was in contact with a hard object such as the edge of metal inserter, which resulted in the peeling of outer layer.